Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03120. Additional information received identified the patient did not have any sensory or motor loss due to the hematomas.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03120. It was reported that following the patient's permanent implant procedure, the patient developed hematomas at both the scs ipg pocket and scs lead sites. As a result, the scs system was explanted,

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.